Event description:
After further review of the event associated with MFR. Report # 3004936110-2015-00001 it was determined that the event was inadvertently reported as one patient; however, there were 2 separate events respectively related to 2 patients. This report is related to the second event/second patient. It was reported the patient experienced a moist wet cough post-implant which developed into hemoptysis. As a result, the patient was transferred to the intensive care unit. Additional information received identified the hemoptysis had resolved and not recurred. It was also reported the physician determined the issue was procedure related.